Event description:
The manufacturer received information alleging a malfunction of a ventilator's battery not charging. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs to replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a malfunction of a ventilator's battery not charging. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs to replaced to address the issue. In the previous report it was reported that the customer's complaint was confirmed, however, that was incorrect. The customer complaint was not confirmed and no component was replaced. The device was found to operate and alarm as designed.